Manufacturer narrative:
Device not received.

Event description:
A carbomedics tophat s5-021 aortic valve prosthesis (sn # (B)(4)) was implanted (B)(6) 2016. The valve was explanted on (B)(6) 2018 and replaced with a second carbomedics tophat s5-021 (sn: (B)(4)).

Manufacturer narrative:
The manufacturer made several attempts to follow-up for additional information. On nov 14, 2018 the manufacturer received confirmation from the sales team that no contact was able to be established with the site and no information was available. If further information is received in the future the manufacturer will reassess the investigation. Based on the information above and the limited information available no further investigations can be performed and the root cause of the reported explant is unknown at this time.

Manufacturer narrative:
The manufacturing and material records for the carbomedics top hat mechanical heart valve, model #s5-021, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #s5-021) carbomedics top hat mechanical heart valve at the time of manufacture and release. Fields changed.